Manufacturer narrative:
Other relevant device(s) are: product ID: e tlw1610c199ee, serial/lot #: (B)(4), ubd: 11-nov-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the chevar treatment of a 60 mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, blood loss of approx. 1100 ml was noted. The event was resolved with a blood transfusion. The event has been assessed by the sponsor and the investigator as having a causal relationship to the index procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.